Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm the critical block and inverse critical block did not add to zero alarm and unable to perform any tests due to blank display. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of over 600mg/dl. Customer was treated with 12 unit shots. Troubleshooting was performed. Customer stated that they receive a15 alarm. The product will be returned for the analysis.